Manufacturer narrative:
There were no reports of a device deficiency. Additionally the catheter was left in the patient for a longer period of time (7days). Per the instructions for use, the in dwell time for the zoll quattro catheter is 4 days, which was exceeded. Additionally, the zoll clinical specialist informed the nursing staff of the recommended in dwell time for the quattro catheter. However, the staff opted to leave the catheter in for 7 days. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
(B)(6) year old female patient weighing (B)(6) was hospitalized for a head injury and subarachnoid hemorrhage. Patient had clinical symptoms of a fever. Blood coagulopathy results prior to initiation of therapy are not available. It is unknown what medications the patient was currently taking. It is also unknown what other intervention/procedures were done to address the cause(s) of hospitalization and related health issues. The reason for therapeutic ivtm was for fever management. The thermogard console was set to a target temperature of 37 degrees celsius. Patient's temperature prior to the therapy was 102 degrees fahrenheit. The room temperature at the time was 70 degrees fahrenheit. A temperature probe was inserted into the bladder. A zoll quattro catheter was inserted into the right femoral vein by an experienced physician at 10:00 pm on (B)(6) 2014. Catheter insertion was made in one attempt. The physician stated that there were no issues with catheter insertion. There was no separate catheter used for the central line and no other adjunctive temperature management performed on the patient. The zoll catheter was removed at 1:00 pm on (B)(6) 2014. An ultrasound was performed on (B)(6) 2015 and a deep vein thrombosis (dvt) was noted in the right greater saphenous vein. The reason for the ultrasound was that dvt was clinically suspected. After the diagnosis of dvt via ultrasound, patient was systematically anti-coagulated with heparin sub q prophylaxis. Per the physician, no other injury was noted in the ultrasound report. It is unknown if hospitalization was prolonged due to the dvt. The outcome of the event was that the patient was alive, afebrile and treated for the dvt. Patient had a negative prior health history and was not in a high risk category for dvt. The physician stated that the patient was very healthy and there were no conditions causing the patient to be non-ambulatory before hospitalization. The physician attributes the reported dvt to the zoll device.